Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient's symptoms included acute pain in her back, which started to occur after the implant a few weeks prior to report. The patient's device parameters were changed the day of report by a manufacturer's representative. It was stated that the patient asked to keep group a parameters as it helped somewhat with her pain. The patient felt stimulation in the left leg which was what the stimulation was indicated for, but she was also experiencing shocking in her back. No falls or injuries were noted to correspond with the symptoms. It was noted that the patient's incision was not infected. It was reported that the patient had concerns regarding a possible lead fracture. Patient follow up was not possible due to lack of contact information.

Manufacturer narrative:
(B)(4).